Event description:
The customer reported to olympus, there was an elevator problem observed on the evis exera duodenovideoscope during reprocessing. The field service engineer (fse) site inspected the device while onsite and found that the elevator was not working, there was low angulation and the connecting tube was kinked. During the inspection and testing of the device after being returned to olympus, the foreign matter was found around the forceps elevator, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The forceps elevator would not rise up at all due to a cut on the knife wire. As a result of a worn angle wire, the bending angle in the right direction, the play of the up/down knob and the play of the right/left knob were all out of the standard value. There was a buckled connecting tube, detached adhesive on the bending section cover, scratches on the object lens and connecting tube, foreign material around the forceps elevator and a dirty distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the forceps table malfunctioning due to the broken knob wire/forceps elevator wire (k-wire), and the instruction for use (IFU)-recommended reprocessing procedure was not completely implemented, leaving foreign matter on and around the forceps table. Additionally, it is likely that the wire was cut due to fatigue fracture due to repeated forceps raising operations, and the k-wire was raised due to repeated brushing and cleaning around the forceps raising base and attachment and detachment of the tip cover. The event can be detected/prevented by following the instructions for use which states the following: 1) "if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope." 2) "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." 3) "inspection of the forceps elevator mechanism: perform the following inspections while the bending section is straight. Inspection for smooth operation: a) while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire, do not use the endoscope. B) while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire, do not use the endoscope." 4) "brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work." 5) "the user can reduce the occurrence of this event by properly applying the tip cover according to the following IFU items. Preparation and inspection - attaching the distal cover." Olympus will continue to monitor field performance for this device.

Event description:
There was no patient or procedural impact as a result of the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b3/date of event: (B)(6) 2022. B5/event description: there was no patient or procedural impact as a result of the reported issue.